Manufacturer narrative:
The follow up report for this initial was inadvertently sent before this initial report was submitted. The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor on the bridge board.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.